Event description:
User reports one pt sample in which results did not fit clinical picture. Initial tsh result 0.11 ulu/ml, ft3 result of 8.6 pmol/l, ft4 result of 31 pmol/l. Same sample tested using different methodology recovered 0.43 ulu/ml for tsh, 3.0 pmol/l for ft3, and 14.8 pmol/l for ft4. Another method was also used to determine total t3 and total t4 values. The total t3 value was 1.2 nmol/l, the total t4 value was 90 nmol/l. No info was provided to determine if results were used to guide therapy. The investigational unit confirmed the high ft3 and ft4 results. Non specific interference factors to all assay components were identified.